Event description:
During an in-clinic follow-up, a decrease in sensing and increase in capture threshold that resulted in loss of capture (loc) was observed on the right atrial (ra) lead. Diagnostic imaging was performed and dislodgement was confirmed. Reprogramming was performed to resolve event. The patient was stable.